Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported that she had two low blood glucose (bg) episodes within the past week and ems were contacted. The patient indicated that in one or more instances, she was found unresponsive by her family members. She claimed that she had bg levels in the 21-40 mg/dl range. The family members treated the patient with carbohydrates which helped her to become responsive by the time ems arrived. The patient denied that she was taken to a hospital or received glucagon treatment. The patient claimed that the pump was delivering too much insulin. However, through troubleshooting, the animas representative involved in this contact determined that there was no evidence of a pump malfunction. The bolus history and tdd were accurate. No associated alarms were observed. The last prime of 12 units was performed on (B)(6) 2011. She claimed that she was disconnected during the prime. The I:c ratio, isf, and bg target were all reportedly accurate. The patient was following pump recommendations and she stated that they appeared to be accurate. The patient was concerned that the pump was delivering more insulin that what the pump history was indicating. The pump was replaced per the patient's demands. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she suffered hypoglycemic episodes that meet animas' criteria for a serious injury. However, at this time it is unknown or unclear if the pump contributed to the patient's injury.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.